Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient could not see because he got shots in his eye for neuropathy. The caller stated the neuropathy had gotten worse since getting the deep brain stimulation (dbs) implanted and reported that since implant, the settings were too high and it caused him to have issues. The caller reported that they thought the patient hay have had a stroke in his eye. The caller confirmed all of the issues were when they put the dbs into the patient. The caller reported the patient got shots "all the time" and stated the recent time he got the shot was about a week prior to the call. No further complications were reported or anticipated. For information regarding previous connector pins breaks, see (B)(4). Information regarding shakes has been omitted as it is contained in (B)(4). Information regarding neuropathy since implant can be found in (B)(4).